Manufacturer narrative:
Continuation of d10: dtpc2d1 crt-d implanted: (B)(6) 2023 5076-52 lead implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. It was noted that the physician was claiming there was incomplete capture noted on pre hospital electrocardiograms (ECG) and potential loss of capture on the hospital ecgs. The left ventricular (lv) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician office noted that an interrogation was done in the emergency room and the patient declined to stay for cardiology consult or observation and preferred outpatient follow up instead. The physician office noted that all was well according to the notes.